Event description:
The customer reported that the poor design of intellivue dock - monitor fell and hit a patients head - no harm to patient was reported. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving patient or user was reported.

Event description:
The customer reported that the monitor fell and hit a patients head the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving patient or user was reported.